Manufacturer narrative:
Additional information was received that the reason for the ipg replacement procedure was physician¿s preference.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's contacts were out and the patient was having difficulty charging the ipg. The patient underwent an explant procedure. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.